Manufacturer narrative:
Manufacturers preliminary analysis: potentiometer failure. Initial corrective actions/preventive actions implemented by the manufacturer: no general problem has been detected for the installed base which requires an immediate action. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
It was reported that the patient table of the axiom luminos drf system crashed into the floor while tilting. There was no patient involvement or injury communicated. As of the date of this report, siemens is unaware of any injury caused by such an event. In a worst-case scenario, serious injury to a patient or others could result if the event were to reoccur and a person is in the moving range of the table. This report has been submitted with an abundance of caution. The reported event occurred in mexico.

Manufacturer narrative:
The reported event was investigated in detail. The provided pictures show that the table touched the floor on the foot side during lift/tilt movement. The analysis of the provided log files showed that there were problems with the potentiometer present at the communicated time of the collision. Unfortunately, the flight recorder logging was not activated. Therefore, the exact workflow and movements that led to the crash could not be reconstructed. The following error codes related to blocked movements due to defective potentiometers were repeatedly found in the log files before the event: error 4037 ID 32: this error can be acknowledged by the operator to unblock the drive until the next occurrence. Error 152 ID 32: when this error occurs, the following error message is displayed: "severe error. Call service." The error description of error 152/32 includes the following information: "switching off and on the system corrects this error. In this way, it was possible to move to the floor or to the wall with the unit with the potentiometers that were mechanically out of mesh when the customer continued to acknowledge the error". Despite the repeatedly displayed error message, the operator continued to use the system. The error was acknowledged several times to restart the movement and the system was repeatedly switched off and on to reset the error. The operator did not contact the service. As a result, the table collided with the floor. According to the information from the service organization, the problem was solved at customer site with replacement of the following parts: - potentiometer 1k 1.5w 10% l.25%10g for lift and tilt (material number 7755531) - frequenz converter mm440 kit (material number 7309094) the spare part consumption of the concerned parts shows values below the defined threshold. Other parts that might have been replaced during troubleshooting are not relevant for the described complaint topic and were therefore not considered for investigation. Since no general problem was identified the complaint is closed without further measures. H11 corrected data: b1, b2: adverse event and other serious or important medical events were checked in error in the initial report submitted on july 19, 2022. Product problem should have been checked. D8: device was serviced by siemens and should have been checked "no". H1: "malfunction" should have been checked on initial report since there was no serious injury. H8: usage of device was incorrectly checked as "reuse" in initial report. This field should have been blank.